Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient improperly disconnected the patient line from the transfer set (without pressing stop). The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during therapy. The patient explained she disconnected before the error, and forgot to press "stop." The patient then reconnected and the error occurred. The patient had cycled power once, and gts had them cycle power again to clear the error. Gts then had the patient disconnect and remove the cassette to discard it. Gts explained the system error indicated a large amount of air had entered into the disposable set, and advised the patient to contact their dialysis nurse about any missed therapy. Product surveillance contacted the patient's dialysis nurse who explained she was aware of the issue and that the patient was able to continue therapy. No injury or medical intervention was reported.